Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
The customer reported that alarms were not being received at the central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to resolve the issue. The tc requested logs and other data from the reported event however the customer did not provide any additional information. The customer did however work with a third party authorized philips dealer to resolve the issue. The biomedical engineer (biomed) informed the tc that all alarms were being sent to the central station. The biomed also stated that they used the patient simulator to confirm that alarms were being transferred to the central. The device remains on site and in use. H3 other text : see h10.